Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no kinks or detachments. The reported catheter damage/defective cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured, prompting its withdrawal from the patient. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no kinks or detachments. The reported catheter damage/defective cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured, prompting its withdrawal from the patient. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter fractured, prompting its withdrawal from the patient. The procedure was completed with another of same device. No patient complications were reported.